Event description:
It was reported that upon interrogation the pulse generator exhibited no output. The physician disconnected and reconnected the device to the lead with the same results. The device remained implanted.